Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was in disconnected mode with outdated patient/order data, and investigation revealed data synchronization errors due to the dsclientoltp database primary filegroup being full, preventing processing of download messages. A technical support specialist (tss) found that the station showed stale communication timestamps despite server uploads being current. The tss confirmed that the database (db) size was exceeding 10 gigabytes (gb), and knowledge article (ka) "how to create a station database backup" was followed to perform a station db backup. Subsequently, ka "proper data sync 2.0 procedure" was applied to restore proper synchronization, including verifying upload status (all transactions processed successfully) and ensuring no errors in synchronization status 2.0. A full data synchronization was initiated through medapplication, which completed successfully, restoring communication between server and station to current status. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating and had a fatal error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.